Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they had sensor anomaly. Customer's blood glucose at time of incident was 11.1mmol/l. The customer reported that the transmitter did not blink when connected with new sensor. The customer was advised to take off the sensors, it turned out that there was no electrode. The customer was advised to insert new electrode and used sensor shall be replaced.